Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a patient in bed 434 being monitored by a delta monitor experienced a cardiac bradycardia event but the ics (infinity central station) did not alarm for bradycardia. It was reported that the ics did eventually alarm for asystole. Medical staff responded to the patient but it was reported that the patient was discharged from the delta after the event and that a new patient was subsequently admitted to that delta monitor which has reportedly remained in use. (B)(4).